Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving lioresal (2000 mcg/ml at 100 mcg/day) via an implanted pump. It was reported the patient had underdose symptoms return over last several months. Per report, there were no factor to have contributed to the event. The hcp attempted a catheter access port aspiration before the surgery, which was unsuccessful. The patient was brought to surgery, on (B)(6) 2020, for exploration of the catheter. There were no issues with catheter port aspiration which yielded 2 cc. The hcp made the decision to add a new pump segment catheter piece to the existing catheter. The hcp removed 28.9 cm of current 8780 catheter during catheter revision surgery. The hcp also confirmed the pump reservoir actual volume matched the expected volume. It was noted the issue was resolved.